Event description:
During initial implant procedure, the threshold capture value noted on the right ventricular (rv) lead did not meet the right specifications. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event was high capture threshold due to helix extraction system. As received, a complete lead was returned in one piece. The helix was found bent and clogged with dried blood/tissue. Unable to perform helix mechanism test due to the condition of the lead as received. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.